Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser lost power during a corneal pocket. Vacuum one was initiated but not vacuum two. Additional information received states that the laser arm went limp and had to be manually lifted. It was noted that "everything is ok but the laser is dead".